Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator. There was unpleasant stimulation at the pocket site for a long time. The surgeon wanted to move the implantable neurostimulator (ins) laterally. A pocket revision occurred. The pocket revision was because of "pain or burning" whether the stimulation was on or off. There was no trauma or fall that could be related to this issue. The rep ran impedances before the surgery and found 3 opens. Intra-op impedance checked found 5 opens. Voltage impedances were run at 0.7v. The patient was only programmed to 1.5v. The lead was wiped down and reinserted but impedances were still high. It was reviewed a possible connection issue and if so, moving the ins laterally would not resolve the issue. The surgeon wanted to work around the opens. They were advised to take impedances at a higher voltage post-op and see if impedances normalized. The rep was going to attempt to reprogram. The patient only had an ins revision and no components were going to be replaced. After the pocket revision, the rep had not heard how the patient was doing.